Event description:
The event is reported as: the customer alleges that the light ball of the device did not move during pt use. No report of a pt injury or delay in treatment.

Manufacturer narrative:
From the pictures and the problem description it was observed that the product is not an air-eze exerciser but a triflo exerciser. In one of the pictures it appear that "light blue ball would not move". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint cold not be conducted since the product was not returned. Per DHR (device history record) the product triflo ii incentive deep breathing exerciser, lot #01l1200535 was manufactured on 12/05/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed "light blue ball would not move", the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.